Event description:
Tap - it was reported that 178 days after implantation of a 3.0x32 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was predilated. A 3.0x32 mm taxus stent was deployed at 14 atm in the region of the lesion. The stent was then post dilated to 20 atm with a 3.5x20 mm maverick balloon. A post-intervention residual stenosis of 0% was reported. No info concerning pt complications was reported. The pt presented 178 days after the initial procedure with in-stent restenosis in the proximal lad. A pre-intervention percentage of in-stent restenosis was not reported. Percutaneous transluminal angioplasty (ptca) was performed using a 3.0x30 mm maverick balloon. Subsequuently, a 3.0x24 mm taxus drug eluting stent was deployed in the region of the lesion. It was not reported that the lesion was post-dilated. A post-procedure residual stenosis was not reported. The pt received heparin and lopressor during and plavix after the procedure. No info concerning pt complications was reported.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. Should further relevant info become available, a supplemental medwatch report will be filed.